Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a completely broken off reservoir tube lip. Unable to perform the displacement test due to the broken off reservoir tube lip. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window, a cracked case, a cracked reservoir tube, a missing end cap sticker and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. The plastic fell off and it won't lock the reservoir in place. Customer's blood glucose was 105 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.